Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was in the middle of changing the infusion set when they noticed the battery was down to two squares. The patient went to change the cap and the cap will not come off pump. The reporter stated that the pump just spins round and round. There is no reported adverse event with this complaint. This report is made based on the allegation of the cap issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.